Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that there was a registration failure issue. Registration was tried multiple times with no success. Patient name was correct. The initial point showed on the mouth. The point was moved to the nose. Trajectory was pointed but failed to complete. Navigation was aborted. Issue occurred pre-operatively with no delay to surgical time. There was no reported impact on patient outcome.